Manufacturer narrative:
Device history record (DHR) review sterile log review were conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported information. This device passed final testing prior to release. (B)(4).

Event description:
The lot number reported is 15c03r.

Event description:
It was reported a physician performed an uneventful novasure endometrial ablation on (B)(6) 2015 and the patient was discharged home. A few hours later the patient presented to the emergency room (ER) experiencing increased pain. The doctor suspected an infection but no further detail was provided. The patient is doing "fine".

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).